Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem could not be duplicated. According to the investigation, false upstream occlusions alarm displayed at the start of testing. Service's reprogrammed the pump software as precaution and replace the upstream sensor for alternate problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited "error code 41786". It was reported that there was no patient involvement.